Event description:
It was reported that during a hip procedure, a 130 degree dhhs sideplate was to be used. When the sealed outer box was opened in the operating room (or), the inside package was noted as split open at the fold. The plate was not used in the patient. Another plate was brought into the or and the procedure was completed with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The package was received for a manufacturing evaluation and the outer box was opened. Both vacuum-sealed packaging barriers were also compromised. A determination of when the damage occurred was not possible. The plate was processed through the normal operations within sterile packaging. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).